Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead failure. The lead had high impedance, no capture, and was sensing noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.